Event description:
It was reported that during an implant, low sensing was noted on the right ventricular (rv) lead. Repositioning was attempted but the same result was observed. After another attempt to reposition the lead, the helix would not extend. The rv lead was replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of r-wave amplitude variation and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended and bent, consistent with procedural damage, and blood/body fluids were also noted in this region. X-ray examination showed that the inner coil at the connector region was over torqued and some filars were broken and the helix bent, consistent with procedural damage. Electrical testing found conductor shorting at the connector region due to the over torqued inner coil. The cause of the reported event of r-wave amplitude variation was due to the over torqued and broken filars of the inner coil that caused conductor shorting, consistent with procedural damage, while the cause of the reported event of helix mechanism issue was isolated to the bent helix and over torqued inner coil, consistent with procedural damage.